Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01525. It was reported ((B)(6)) the patient experienced a change in stimulation which was felt in an undesired location. Surgical intervention was undertaken on (B)(6) 2014 during which time the lead was replaced. However, intraoperative testing was not successful due to an inoperable ipg. Reportedly, the ipg could no longer communicate with any external devices; multiple external devices were attempted to no avail. Subsequently, a second procedure was undertaken on (B)(6) 2014. The ipg was explanted and replaced. Follow-up revealed stimulation was effective postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.